Manufacturer narrative:
The results /method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-33184. It was reported the patient's leads had eroded and are visible outside of the lead incision site. Patient went to the emergency room (ER). System removal is anticipated to take place at a later date.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number 3006705815-2020-33184. Additional information gathered revealed the patient's scs system was explanted.